Manufacturer narrative:
Zimmer biomet complaint (B)(4).. Therapy date (B)(6) 2013. Item#195249; lot#373020; nvgd xp inlk pri tib tray 71mm. Item#195402; lot#575570; vgxp xp e1 tib brg rm 9x71. Item#195322; lot#878060; vgxp xp e1 tib brg rl 9x71. Item#184786; lot#625840; series a pat thn 34 3 peg. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified as no complaints of the same issue were found with the same part number. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a patient in a clinical study underwent right knee surgery for the primary diagnosis of knee arthritis. As part of the study questions were asked about components and instruments used intraoperatively. The evaluation responses state there was an impingement on the femoral implant, the details of the impingement where not provided. At this time the patient outcome is unknown and there is no indication of surgical delays or medical intervention.